Manufacturer narrative:
The specimen was centrifuged for 10 minutes and was sampled from a serum cup with an insert tube. In 2008, the customer called into cts (customer technical service) to report they had pipettor motion errors occur. Cts instructed the customer to disable the closed tube accessing system (cta) and suggested to call back with any add'l problems. The customer called back to cts the same day stating that they have been getting multiple errors in the event log. Cts troubleshot with the customer and had the customer perform the vacuum flush procedure. Vacuum errors continued for the customer and a field service engineer (fse) was dispatched the next day. Fse replaced fluidics board and verified all pressures. The customer performed weekly maintenance, system check, and qc. The system check initially failed and then passed later. The first set of qc tested on the same day, met specifications. Per fse, the customer was satisfied with qc and system check performance and no further tests by fse were needed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated accutni result, generated by the synchron lx I 725 clinical system for one pt. Customer tested a sample for accutni and obtained a result of 1.11ng/ml. Upon repeat, results on 0.07ng/ml and 0.08ng/ml were obtained. The erroneous result was not reported outside the laboratory. No death, injury, or change to pt treatment has been reported in association to this event.